Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 19-jun-2019, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 19-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a significant fall while waiting for battery replacement surgery for an implantable neuro stimulator and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) leads. The patient reported injury from the fall. Impedance checks revealed one lead with significant impedance issues, with high impedance values observed on multiple electrodes (electrode 9: 36,183; electrode 10: 40,000; electrode 11: 40,000; electrode 12: 40 ,000; electrode 13: 19,373; electrode 15: 40,000). Additional issues included loss of stimulation and stimulation in an incorrect location. Impedance checks were run with the patient in multiple positions before a lead revision procedure. During the lead revision, the leads were removed from the implantable neurostimulator and tested in wens, where all connections and impedances were within normal limits. The leads were then replaced into the implantable neurostimulator, and multiple impedance checks were completed after securing the leads and after closure, with all connections and impedances remaining within normal limits. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.